Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace homechoice automated pd set with cassette with homechoice apd set d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4) with (B)(4). G4: combination product: add no (previously blank) additional information: h2, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a gross extrusion of heat seal on outside of the heat seal assembly. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. No issues or alarms were noted during machine testing. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue which occurred during the radio frequency welding process, however, there is no breach in the sterile pathway and manual supplies can be utilized to complete therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was damaged; further described as ¿the tubing connected to the patient was deformed, and the lumen of tubing became skewed and narrow." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.